Manufacturer narrative:
The reported complaint could not be confirmed. Per service repair technician (srt), the monitor passes power self-test and the hematocrit / saturation (hsat) passed color chip/ cuvette testing within specifications in service mode. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. Per the user facility's extracorporeal membrane oxygenation (ECMO) coordinator, the reported issue occurred after they did an ECMO circuit change. The svo2 continuously reads 100% despite taking several blood gases and calibrating the unit many times.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the venous oxygen saturation (sv02) was inaccurate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the recalibration adjustments to be acceptable once time was allowed for stabilization of intensity values. The manual recommends allowing time for the blood circuit to stabilize before attempting to adjust on screen values.

Event description:
Per clinical review: the blood parameter monitor (bpm) was turned on and passed its color chip test appropriately for a extracorporeal membrane oxygenation (ECMO) procedure on (B)(6) 2019. After the circuit change (their normal routine), the bpm venous oxygen saturation (svo2) reading was 100%, when the patients venous blood gas showed values of 64% and 74%. The unit was attempted to recalibrate a few times and placed in the 64% and 74%, and the unit again showed a reading of 100%. The team opted to exchange the unit with another bpm, still using the same 1/2 inch cuvette, and were able to read appropriate venous saturation parameter numbers. Patient was on ECMO and normothermic during the exchange. The incident did not delay the surgical procedure. There was no blood loss or harm associated with the event.